Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for postlaminectomy pain. It was reported that the patient¿s implantable neurostimulator (ins) device had a ¿shortage¿ and was removed and replaced with another manufacturer¿s device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.